Event description:
It was reported via repair work order that bed exit did not function as the scale was not zeroed prior to use. It was also reported that the bed exit alarm volume was turned to low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.